Event description:
The customer reported a respiratory therapist (rt) was preparing the ventilator for patient use. Rt plugged ventilator into ac power and powered the ventilator on. Rt attached the ventilator to oxygen source, and reported hearing a hissing sound at the rear of the ventilator. Rt removed screws from the fan filter assembly, causing standoffs to fall into the interior of ventilator. The rt reported a fire started at that moment inside the ventilator. The fire was extinguished immediately, and there was no patient or staff harm. User error contributed to this event. Per the esprit operator¿s manuel, caution: do not remove any screws from the cooling fan area. Removing screws from this area will result in damage to internal components. The ventilator was returned to the manufacturer for failure analysis.

Manufacturer narrative:
Na.